Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for pre filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. Female use only. Do not use if package is damaged. Instructions for use: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen preventing balloon deflation. If necessary contact adequately trained professional for assistance as directed by hospital protocol. Should balloon rupture occur care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon would not deflate. The indwelling catheter (idc) was removed from the patient. During the balloon deflation the caregiver withdrawn only 8ml from the balloon. There was some resistance in removing the catheter and when the catheter was removed there was still approximately 2ml of water in the balloon. It was noted that even after the catheter was removed the fluid in the balloon was not fully withdrawn to deflate the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon would not deflate. The indwelling catheter(idc) was removed from a patient. When deflating the balloon, the caregiver could only withdraw 8ml from the balloon. There was some resistance removing the catheter, and when the catheter was removed there was still approximately 2ml of water still in the balloon. Even after the catheter had been removed, fluid in the balloon was not fully withdrawn to deflate the balloon.